Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Product ID 8840, product type programmer, physician : the initial reporter's occupation is not applicable / non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was clonidine with concentration 1200 mg/ml at a dose rate of 473.5 mg/day and hydromorphone with concentration 45 mg/ml at a dose rate of 17.7588 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2018 it was initially reported that the patient was going numb from the waist down, including her genital area and into her legs and foot. This started on (B)(6) 2013 around 10pm. The patient had a refill on (B)(6) 2013. The numbness was intermittent. The patient felt like she had spinal anesthesia, but she is able to move her legs. Her legs felt rubbery. The patient couldn¿t walk straight. The month prior to the report, the patient was told that there was a problem with the concentration that she had, that it was ¿a little too high¿. At the refill on (B)(6) 2013, the concentration was reduced. The patient was in the emergency room (ER) on (B)(6) 2013 and the patient told the hospital staff that it was ¿something related to my brain¿. The patient told the hospital staff that she ¿did not want them tampering with her pump¿. The hydromorphone was noted as having been reduced to ¿15¿ and the clonidine was reduced to ¿200¿. On (B)(6) 2013 it was further reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. She had an appointment scheduled for (B)(6) 2013. It was noted that the patient¿s legs go numb and rubbery for hours and the patient was scared. It was noted as having felt like spinal anesthesia. On (B)(6) 2018 a consumer further reported that the patient had a pain medication delivery system placed in their abdomen for cancer that metastasized to my bone. It was noted that the pain control was outstanding for 5 to 6 years, but then their legs started getting numb and weak. Their skin was numb, and their legs were free from the waist down. It was further noted that even their groin area, the labia, was numb and it went all the way to their feet. The patient had notified their physician and had contacted to the manufacturer¿s website. The patient had also spoke to a manufacturer representative. It was noted that then the physician decided to get rid of all his patients and the patient ended up with an alternate physician. It was indicated that as much as the patient complained about their numb legs the physician still thought that the patient would benefit more from the device. After around a year, the last six months not refilling the pump, the doctor agreed to remove it. It was removed around 2 to 3 years ago. Slowly the feeling started returning to patient¿s legs. The patient still however had a large skin area on the left thigh that had no feeling and would not even get goosebumps if the patient was cold. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.